Event description:
It was reported that the during a sialoendoscopy a breakage occurred. Foreign material was left inside the patient. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).